Manufacturer narrative:
Patient information unavailable from facility. Device evaluation: the device was returned and evaluated on 02 july 2020 by a cross functional engineering team. There were no visible dead fibers at the proximal fiber bundle. At the tip of the device, the team observed a slight chip in the epoxy at the outer edge and potentially one dead fiber at the tip as well. During calibration, a potential broken fiber was identified just proximal of the device's distal marker band. Using simulated laser light, the team confirmed a breach to the device's outer jacket. The device passed at both calibration and at high energy. The team was unable to replicate the reported complaint; however this is now considered a reportable event due to potential for exposure to manufacturing materials and accidental radiation due to the breach discovered in the device's outer jacket. It is not confirmed when the damage occurred to the device.

Event description:
A peripheral coronary procedure commenced (additional case detail requested, but unavailable). During use in the patient, a spectranetics elca coronary laser atherectomy catheter displayed a fault code during re-calibration, and despite efforts to calibrate, the device was unable to be used. Another device was used without issue, and the procedure was completed successfully with no reported patient harm. However, after the device was returned to the manufacturer and evaluated on 02 july 2020, it was discovered that the device's outer jacket was breached. Due to this discovery, this event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.